Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, during laparoscopic right hemicolectomy, approximately 3 hours after starting the surgery, surgeon noted that blue valve inside trocar disengaged. The valve was caught to inner cannula, nothing fell into the cavity. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the circular seal cut and disengaged. The outer rubber seal was pulled away from the center fabric of the seal. The cannula and envelope seal appeared intact. Pmv performed functional testing, the device passed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturers¿ quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the cut and disengaged circular seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, during laparoscopic right hemicolectomy, approximately 3 hours after starting the surgery, surgeon noted that blue valve inside trocar disengaged. The valve was caught to inner cannula, nothing fell into the cavity. The procedure was completed with another device. The patient is alive and has no injury.